Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the customer had high blood glucose and was admitted to intensive care unit. The blood glucose at the time of the incident was 25 mmol/l. The high blood glucose was treated with intravenous insulin. The insulin pump will not be returned for analysis.